Event description:
The pt reported the right side of her insulin infusion device display is blank. The pt stated that the device continues to operate but she cannot read the display. She said the device has been wet with insulin. She stated she switched to her backup device immediately. The patient did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.